Event description:
It was reported that a spectrum pump has a delay in processing info. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom delay in processing info. Eval experienced a delay keypad response of approximately 3 seconds, caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.